Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the system displayed a c-34 error, after an initial restart of the integrated electrosurgical unit (iesu) erbe, the erbe no longer completed the startup sequence, getting stuck on the intuitive screen. Therefore, the customer decided to switch to laparoscopy, continuing to use the endoscope connected to the vision side cart (vsc). The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no conversion was performed during the procedure, and no additional ports were added. A portion of the procedure, specifically the colpotomy, was completed laparoscopically, after which the surgical team redocked and performed the colporrhaphy using the da vinci system. Although the reported issue required the team to complete subsequent procedural steps using conventional laparoscopy, there was no significant impact on the overall surgical schedule. The procedure was completed within standard operating room hours, and all scheduled cases were finished on time.